Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-02254, 0001822565-2018-02253. Concomitant medical products: unknown part/lot, acetabular spacer, bone cement. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced blood loss during procedure requiring multiple blood transfusions. Attempts have been made and no further information is available at this time.